Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently tilted and perforated the inferior vena cava (ivc). The patient reportedly became aware of the events fourteen years and eleven months post implant. According to the medical records the indication for the filter implant was right tibial deep vein thrombosis and evaluated and ruled out for thrombus in the right femoral, iliac veins and the vena cava as well as a pulmonary embolism. The filter was placed via the right femoral vein and deployed in the infrarenal position. The patient¿s medical history prior to the filter implant is listed as fever of undetermined origin, coronary artery disease, status post coronary bypass surgery, hypertension, hiatal hernia, hyperlipidemia, obesity and gout. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt. According to the information received in the patient profile from (ppf), the patient became aware of the events fourteen years and eleven months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt. The patient lives with fear that the filter could malfunction at any time. The following additional information received per the medical records state that during the implant procedure, the right femoral vein was accessed and a guidewire was inserted. The filter was deployed in the infrarenal position. Per the patients medical records, the patient had a history of right tibial vein deep venous thrombosis, coronary heart disease status post coronary bypass, hypertension, history of hiatal hernia, previous esophageal stricture, hyperlipidemia, obesity, and gout.